Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2017, it was not possible to interrogate the device using inductive telemetry. Leds on the programming head were off. To make sure that there is no problem with the programmer, the device was interrogated with another programmer (software version 2.54) which also failed. The last interrogation of this device was on (B)(6) 2016. Rf for remote monitoring parameter is programmed on. Preliminary analysis confirmed that the device could not be interrogated on (B)(6) 2017 using inductive telemetry. Following livanova's recommendations, a recovery procedure will be performed for this patient on (B)(6) 2017 to resolve the inductive telemetry issue.

Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2017, it was not possible to interrogate the device using inductive telemetry. Leds on the programming head were off. To make sure that there is no problem with the programmer, the device was interrogated with another programmer (software version 2.54) which also failed. The last interrogation of this device was on (B)(6) 2016. Rf for remote monitoring parameter is programmed on. Preliminary analysis confirmed that the device could not be interrogated on (B)(6) 2017 using inductive telemetry. Following livanova's recommendations, a recovery procedure will be performed for this patient on (B)(6) 2017 to resolve the inductive telemetry issue.